Manufacturer narrative:
(B)(4). There was ano allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was identified during initial assessment of the homechoice device. The sample was not available for evaluation. Not enough data is available to identify root cause; therefore, the cause of the alarm was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the logs during evaluation of a homechoice (hc) device. Se 2240 identified in patient alarm log with occurrence date of (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.